Event description:
In 2008, the patient reported experiencing elevated blood glucose of 300-400 mg/dl and dizziness for the past week. He was able to lower his blood glucose by injecting insulin via syringe. He stated that when using insulin injections he sometimes may "overdose" resulting in low blood glucose. He stated that 3 days ago, while riding the lawn mower, he "blacked out" and was found by his neighbor. He was given orange juice and his blood glucose elevated to 72 mg/dl 20 minutes later. Upon follow up on the following month, the patient stated that he continues to experience elevated blood glucose readings with his infusion device, and he has an appointment with his physician. He stated that he switched to previous infusion device and his blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.